Event description:
A customer contacted beckman coulter regarding erratic results generated by the unicel dxi 8000 instrument. Customer indicated imprecision on all pipettors and the results were not reproducible. Sample a had a result of 0.19 ng/ml for accu tni. When the sample was repeated the ckmb result was 34.7 ng/ml. Sample c had a result 12 miu/ml for neat hcg. The sample was repeated the result dil-hcg obtained was 42,722 niu/ml. The customer indicated that there may have been some erratic results reported out of the lab. The customer provided no specific data regarding pt results. Corrected lab reports were quickly sent out after the discovery of the erratic results. The customer indicated that are now aware of the erratic results and have not been reporting lab results generated by the unicel dxi instrument. There has been no change to pt treatment that can be attributed to this event.